Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability. He had his knee replaced some time ago by another surgeon and has had 6 revision surgeries after his original tka. The original implant date is unknown. It was reported that the surgeon does not know the specifics on what surgeon revised the patient's knee or exactly when the revisions took place. The patient came in to see the surgeon for instability and the decision was made by the surgeon and the patient to revise the knee. During the revision, the sigma sz 4 ps femur and sz 4 x 22.5 rp insert were explanted. The patella and the tibial tray were left in situ. A new femoral component with stem, augments and sleeve were implanted along with a new bearing. Doi: unknown, dor: (B)(6) 2021, right knee.